Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and color variation between tubes is observed. However, the color of both hemogard shields is within specification. Therefore, a defect cannot be confirmed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports color of the shield was slightly light than usual one. The following information was provided by the initial reporter. The customer stated: this report is about color variation. The color of the shield was slightly light than usual one. The customer would like to know the quality of the product when using.